Event description:
It was reported that during t2 femoral nail surgery the bit broke. It was further reported that the surgeon removed the tip of the broken bit from the patient¿s bone. There was no adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Event description:
It was reported that during t2 femoral nail surgery, the bit broke. It was further reported that the surgeon removed the tip of the broken bit from the patient¿s bone. There was no adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.